Event description:
Date notified: (B)(6) 2010. A model 305 portable aspirator (s/n (B)(4)) failed to operate. An inspection of the device revealed a defective switch and battery pack. The switch and battery pack were replaced, the device was tested to specifications and returned to the customer. No death or injury resulted from the device malfunction.